Event description:
It was reported that a patient death occurred. A percutaneous transluminal coronary angioplasty was performed on a moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 24 x 3.00 promus elite stent was deployed in the left main (lm) to lad. The lm was of 4mm size. A 4mm non complaint (nc) balloon was advanced to expand the stent, but the stent deformed. The procedure was completed and the patient was shifted to bed, developed hypotension, and then passed away. It was noted that the relation between the event and device was unlikely to be related.